Event description:
The pt received her scs system on (B)(6) 2005. It was reported that she gradually lost stimulation. The pt's intended area of coverage was her back; however, over time the stimulation moved to her buttocks. Reprogramming attempts to recapture effective therapy proved unsuccessful. X-rays were taken which revealed that the pt's leads had migrated. Surgical intervention will be undertaken to replace the leads; however a date for the procedure has not been set.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.